Event description:
It was reported that during an implantation surgery, the acetabular cup plastic insert from the extraction kit used to adjust the bhr cup broke into pieces. The part was placed onto the sterile field. The cables were unwrapped and threaded through the bhr cup, then the black plastic insert was placed in the cup. The surgeon was holding the black plastic insert as tension was beginning to be applied and then the item crumbled into about 15 pieces. The item broke while in the patient. All of the pieces were removed from the patient. The patient was throughly irrigated and then the surgeon continued placing the cup.